Manufacturer narrative:
D.3 added manufacturer fax number as it was omitted from the initial report that was submitted. E.1 added initial reporter address line 1 as it was omitted from the initial report that was submitted. H.6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. H.11 added instructions for use as they were omitted from the initial report that was submitted. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ investigation summary: the investigation has been completed. Hematoma: the cause of the injury was not determined since the product was not returned and insufficient clinical details provided. Tachycardia/ischemia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
A4: patient weight is unknown. Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in st elevation myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient presented to the emergency department with complaints of chest pains that had been occurring for two days. The patient was diagnosed as having non- st elevation myocardial infarction but then became in st elevation myocardial infarction. The patient was then taken to the cardiovascular laboratory for treatment. The patient was noted to have chronic total obstruction of the right coronary artery and proximal left anterior descending coronary artery (lad) was determined ot be the culprit lesion. A dissection was noted post ballooning of the artery, and due to difficult patient anatomy, the wire access was lost. The patient the became hemodynamically unstable and the decision was made to place an impella cp. The percutaneous coronary intervention (pci) continued through single access at the impella access site. The lad was successfully rewired, and the stent was successfully deployed. Following the pci, the patient was noted to have a hematoma at the impella access site. Manual pressure was held, and the patient was monitored and prepped for transfer to another hospital for further treatment. The following day, the patient was transferred to another hospital and shortly after arrival was cannulated for venoarterial extracorporeal membrane oxygenation (va ECMO). After cannulation, dobutamine was discontinued and the patient¿s tachycardia resolved. Additionally, it was noted that distal perfusion catheters were placed bilaterally for limb perfusion. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.